Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product evaluation product review of the air dermatome (B)(6) by dover on 28 april 2020 revealed that the head and control bar were nicked, swivel leaked during pretest, calibration did not meet the requirements, and the rpms were at the low end of the requirement. Product repair of the device was performed by dover on 28 april 2020 which included replacement of the following: head, control bar, swivel, motor, lever, poppet assembly, motor sleeve, reciprocating arm, bearings, rings, and other parts additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that the device skips when taking grafts. No harm or delay reported. No adverse events were reported as a result of this malfunction.